Manufacturer narrative:
Potential cause: this event could possibly be attributed to off-axis forces capable of overcoming the material properties applied during impaction. Additionally, per complaint description the patient has hard bone, which could contribute to this event. However, the definitive cause cannot be determined. Device evaluation: visual inspection of the anchoring plate showed deep gouges and scrapes. DHR review and related actions: per dhrs review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any product holds. Device use: this devices are used for treatment. Reference report 3004788213-2020-00264.

Event description:
It was reported that during an initial surgery, a roi-c plate bent and the cage was found to cracked. Another cage and plates were successfully implanted. There were no reported patient impacts. This is report two of two for this event.